Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer received questionable low elecsys ca 19-9 immunoassay results for an unknown number of patient samples and qc material from the roche diagnostics elecsys e170 modular analytics immunoassay analyzer. The field service representative suspected an issue with the calibrator material and that the calibration performed prior to the event was not correct. The field service representative performed a new calibration and retested the samples. The results were then acceptable. Of the data provided for 68 patient samples, only the results for 13 were discrepant. Refer to the attachment to the medwatch for all patient data. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 293407. The expiration date was requested but was not provided. The customer has not reported any further issues.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.